Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture. It was also noted that sensing had decreased from greater than 12 mv in 2009 to 2.3-3.1 mv approx two months later. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.